Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.50/2.0/91 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was exchanged with the same model, shorter length and the problem was resolved.

Manufacturer narrative:
H6- medical device problem code: 1494- off label use (age<21). Claim# (B)(4).